Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage keypad traces. No moisture damage on electronics noted during testing. The insulin pump was unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to button error alarm. The insulin pump had scratched display window and cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that she received a button error alarm. The customer reported that the insulin pump was not letting her do anything. The customer's blood glucose was 505 mg/dl at the time of incident. The customer stated that she has not treated the high blood glucose at the time of call. The customer stated that she was able to clear the button error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.